Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4). The defect reported has been verified and repaired. The following repair activities were performed. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced left side door assy. To correct issue. Also, per (B)(4), performed software upgrade to the latest versions. Per (B)(4), replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached reports. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 284002; supplier lot number: d38a20176; qty of lot: (B)(4); release to warehouse date: 9/25/2014; manufacturing date: 9/1/2013; expiration date: n/a; supplier: (B)(4) manufacturing site: (B)(4). Any anomalies or discrepancies in the manufacture of the lot: no.

Event description:
It was reported that during a shoulder surgery a fms vue pump stop working and was working intermittently. Another pump was swapped out and used. There was a 15 minute surgical delay and no reported patient harm.